Manufacturer narrative:
Bd corporate address used. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 76073 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube not fill properly.

Manufacturer narrative:
Date received by manufacturer is corrected to 01/27/2017.